Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. The patient went to the hospital on (B)(6) 2024 due to extreme nausea, abdominal pain, confusion, weakness, lethargy, and tachycardia. Before arriving at the hospital, her blood glucose reading was 552 mg/dl and the cgm reading was 112 mg/dl. The patient self-treated with 17 units of insulin. Her mother drove her to the hospital, which was only 4 minutes away, so they did not call an emergency medical technicians or ambulance. At around 4:30 pm, the bg reading was 552 mg/dl and she had her dexcom sensor removed. At 7 pm, the bg reading was 330 mg/dl, and she was not wearing any sensor. The patient was treated at the hospital with IV fluids and diagnosed with diabetic ketoacidosis (dka). The patient stayed in the hospital for 6 hours. Before discharge, her blood glucose reading was 230 mg/dl. At the time of the report the patient was fine and stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when treated in the hospital. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.